Event description:
The tibial insert would not fit the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the event is not device related.